Event description:
During verification testing at the svc ctr, it was noted the device door roller was missing.

Manufacturer narrative:
During testing, the device door roller was missing. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.